Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 1 - ventricular nst=190 ms between (B)(4) 2012 08:27:44. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data.(B)(4) sensing - oversensing (B)(4) 1 - ventricular nst=190 ms between (B)(4) 2012 08:27:44.